Event description:
It was reported that this patient's system consists of a boston scientific implantable cardioverter defibrillator (ICD) and a competitive atrial and right ventricular (rv) lead. Episode review was requested. A boston scientific technical services consultant confirmed a ventricular fibrillation (vf) event and quick convert anti-tachycardia pacing (atp) was not effective, undersensing occurred which resulted in an initial divert decision and caused a delay in shock delivery. The patient required three maximum energy shocks to convert the vf. The consultant stated a lead revision should be considered to ensure rescue efficacy and also provided programming considerations for improving therapy delivery if another similar episode occurs. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.